Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check failure message was observed for the right atrial (ra) lead, probably due to premature ventricular contractions (pvc). Atrial tachycardia / atrial fibrillation therapies disabled. Implantable pulse generator (ipg) and ra lead remains in use. No patient complications have been reported as a result of this event.